Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the a-rubber. The event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
While evaluating an olympus evis exera iii colonovideoscope, foreign material was discovered coming out of the nozzle. There was no patient involvement associated with this event.

Manufacturer narrative:
The evaluation of the device is still ongoing. Should additional information be received, a supplemental report will be provided.